Event description:
It was reported that during percutaneous transluminal angioplasty, balloon rupture occurred. Access was obtained via femoral artery. The 100% stenosed severely calcified lesion was located in the moderately tortuous below-the-knee artery. The physician dilated the lesion using a 1.5mmx20mmx143cm coyote es balloon catheter at 6 atmospheres on first inflation. Upon second inflation, the device ruptured at 6 atmospheric pressure. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device has been received for analysis. The coyote es catheter was received with no original packaging or other devices. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty, balloon rupture occurred. Access was obtained via femoral artery. The 100% stenosed severely calcified lesion was located in the moderately tortuous below-the-knee artery. The physician dilated the lesion using a 1.5mmx20mmx143cm coyote es balloon catheter at 6 atmospheres on first inflation. Upon second inflation, the device ruptured at 6 atmospheric pressure. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.